Event description:
The customer requested to return their biopsy system for service and repair because it was reported that the device displayed system error codes and a burning smell was also noted. The patient procedure was completed with no consequence reported.